Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was released from the delivery catheter system (dcs), it was pulled out of position. The valve did not fully dislodge but was considered too high, resulting in moderate to severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.